Event description:
It was reported that, recall. Revision is scheduled for (B)(6) 2012.

Manufacturer narrative:
The lrg tap pri mod nck 0deg 30mm, cat # nls-300000b, lot# 29682801 was also listed in this report. It cannot be determined which, if any of the reported devices may have caused or contributed to the pt's future revision. An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. The reported event became legal and will be handled by stryker orthopaedics legal affairs department. No add'l info is available at this time due to the ongoing litigation. Should device or add'l info become available, the eval summary will be submitted in a supplemental report.